Event description:
It was reported that a patient presented in-clinic for an unrelated generator change procedure. Upon interrogation, the patient's implantable cardioverter defibrillator (ICD) was found to have delivered inappropriate anti-tachycardia pacing (atp) due to the incorrect interpretation of supraventricular tachycardia as true ventricular arrhythmia episodes. Corrective programming changes were made to the ICD to resolve the malfunction. The patient was stable throughout and no additional patient consequences were reported.